Event description:
Medical records indicate the patient with history of previous acdf c5-c6 presented for surgery with severe degenerative disc at c4-c5 and c6-c7 with c7 radiculopathy. Procedure was for acdf at c4-c5 and c6-c7 with allograft and anterior plate system and for removal of previous cervical hardware. The patient was discharged the next day in good condition. Six days post-op the patient returned with increasing pressure, fever, chills and swelling in this neck. He presented to the emergency room where the CT scan revealed a significant collection in the anterior cervical structures which resembled an abscess. An emergent drainage was performed on the patient's neck. A large amount of fluid was extracted that was somewhat clear in nature. Fluid was obtained for gram stain cultures. Records state that cultures yielded (B)(6). The wound was irrigated copiously with antibiotic-containing normal saline. Antibiotics were administered to the patient at this time and he was taken to pacu extubated and stable.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation.